Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to lead migration. As such, surgical intervention may take place to address the issue.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2022 wherein the lead was moved to the left addressing the issue. Reportedly, effective therapy was confirmed post op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.